Event description:
The affiliate reported the customer called and stated there are leaks in the reservoir replacements. The customer is absolutely sure that she did not pass the 1.8 line when aspirating the insulin into the reservoir. The customer experienced high blood glucose levels. No further info reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.